Event description:
It was reported that the paramedics due to low bgs assisted the customer. Troubleshooting was performed. The customer could not see the indicator mark. The alarm history did not reveal any alarms.